Manufacturer narrative:
Based on additional information received through product analysis, this product event did not result in death or serious injury and is not likely to result in death or serious injury if the issue were to recur. Upon receipt at medtronic's quality laboratory, visual inspection showed no signs of damage. Pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes. During the pressure integrity testing no leaks were observed from the oxygenator heat exchanger side seam bond. However, a blood path was observed in the mandrel-heat exchanger bond. This condition is representative of oxygenators that leaked from the mandrel-heat exchanger bond. In this case there was no indication that the device leaked from the heat exchanger side seam bond, which based on customer feedback was the subject of the initial report. The mandrel-heat exchanger bond leak is not likely to result in death or serious injury if the issue were to recur. Patient information was requested but was not provided.

Event description:
Medtronic received information indicating that during the case, the customer reported a leak from the heat exchanger side rim of this affinity nt oxygenator. The device was replaced for the case. No adverse patient effects were reported as a result.

Manufacturer narrative:
The product has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Product return and information regarding patient information has been requested. Should the product be returned or additional information received, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.